Manufacturer narrative:
Concomitant medical products: 250ml fresenius kabi bag ndc 0338-0519-09, lot 10ig3479, exp 06/2017, intralipid 20%; td (B)(6) 2016. The customer¿s report of the set separating was confirmed. The set was received separated at the engagement between the silicone segment and lower fitment components. The expected retainer ring component around the separated silicone segment end was not received; however further visual inspection showed a retainer ring indentation at the expected location. Functional testing was not able to be performed due to the separation. The root cause of the set separation was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving lipids 250ml for a 24hour infusions. The pump was alarming air in line. The user removed the tubing from the pump and was trying to flick the tubing to remove the air bubbles. When reinserting the tubing back into the pump the silicone segment came apart. No patient harm was reported.

Manufacturer narrative:
.